Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the power seal handle lock did not release during a therapeutic cholecystectomy procedure. The procedure was completed using a similar device. There were no reports of patient harm, injury, or death, and no additional medical intervention was required.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following field was update: d8, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. According to the investigation, blade extension was detected. The investigation reported that the device was plugged into an esg-400 generator for functional testing, and it passed. The device was able to complete seal cycles multiple times in a row without errors. The blade was able to be retracted, and the jaws fully opened after oscillating the jaws a few times. The device was then able to function as intended afterwards; however, the handle issues were able to be confirmed upon receipt of the device. The root cause could not be identified. Based on the results of the investigation, the reported issue was caused by component failure of blade. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.